Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 25 mg/dl at the time of the incident. The customer believed the pump caused the low. The customer used glucose tablets and was given intravenous fluids to treat. The customer mentioned they were unconscious. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer had another low blood glucose event on (B)(6) 2020. The insulin pump will not be returned for analysis.